Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Event description:
It was reported that on: (B)(6) 2013: the patient was preoperatively diagnosed with l5 pars defect with lumbar stenosis and significant grade 1 spondylolisthesis and underwent the following procedures: gill laminectomy of l5, decompression of bilateral l5 and s1 nerve roots, placement of pedicle screws at l5 and s1, transforaminal lumbar interbody fusion from the left at l5-s1, use of optimesh bone bag with allograft, use of autograft, use of bmp, diskectomy at l5-s1, reduction of spondylolisthesis l5-s1 with l5-s1 fusion. As per the op notes: ¿at this point, distraction was placed between l5 and s1, which helped to distract the disk space, as well as to reduce the spondylolisthesis. Once some distraction was undertaken on the left side, a diskectomy was performed, clearing the disk space with pituitaries and various disk shaving type instruments. The disk space was well cleared. Some of the bone from the laminectomy was prepared and ground up and placed in the disk space along with a small amount of bmp¿. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.